Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed as the device was working. However, during evaluation, it was determined that the bottom trigger was sticking, the device made an unusual noise, the internal components and motor shaft were corroded, and the trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not work. During in-house engineering evaluation, it was observed that the device the bottom trigger was sticking, was making an unusual noise, the internal components were corroded, the motor shaft was corroded and the trigger components were worn. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.